Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakge at the micron filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient use. The reporter stated, "leakage on micron filter noted during oxaliplatin infusion." There was no unprotected chemo exposure and no patient or healthcare provider harm. It is unknown if the chemo spill was cleaned up per facility protocol or if a spill kit was used. There was no other physical damage noted. The set was replaced, and therapy resumed. The quantity affected is 1 and the sample is not available for return. It has been discarded due to chemo contamination. A sample picture is not available. There was patient involvement, but no patient harm in the event. No further information is available for this complaint.